Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 6949, implanted: (B)(6) 2006. (B)(4).

Event description:
Further information was obtained, which indicated the right atrial (ra) lead was capped and not replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead exhibited a suspected lead fracture. The device was reprogrammed and the ra lead was inactivated and abandoned. No patient complications have been reported as a result of this event.